Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported noise was observed during a routine follow up which caused device charging. The shock was aborted. The noise was reproducible with isometric maneuvers in clinic. The lead was capped and replaced.